Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopy a lobectomy procedure, there was poor staple formation and there was partially fired stapling. A new box of reload was used to complete the case. There was no patient injury.